Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) and a device manufacturer representative regarding a patient receiving an morphine (5 mg/ml at 0.5997) via an implantable infusion pump. The indication for the use was chronic low back pain and non-malignant pain. It was reported that the patient came into the intensive care unit (ICU) and was very lethargic and unresponsive. The pump was turned down to minimum rate. It was noted that the patient was awake and talking at the time of this report and the issue was resolved. It was reported that the cause of the issue was unknown; there were no known environmental/external/patient factors that may have led or contributed to the issue. No further complications have been reported as a result of this event.